Manufacturer narrative:
MDR 1219913-2016-00279 was filed on january 17, 2017 reporting an elevated, non-reproducible advia centaur cp tni-ultra result. February 28, 2017 - additional information. Siemens followed up with the customer. The customer has not observed any other issues with the reproducibility of the advia centaur cp tni-ultra assay and feels that the non-reproducible result was due to a pre-analytical issue with the sample.

Manufacturer narrative:
The cause of the non-reproducible, elevated advia centaur cp tni-ultra result is unknown. Siemens service went on site and checked the wash station manifold, aspiration probe and reagent probes and all cables. A dispense test and aspiration test were performed. No issues were identified. No conclusions can be drawn. The customer uses edta tubes. The customer decided to test all troponin results in duplicate and run a negative sample throughout the day. Siemens will follow-up in a week to see if the customer has observed any other issues. The instrument is performing within specifications. The summary and explanation of the test section of the instruction for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur cp troponin-ultra (tni-ultra) result that did not agree with a second sample from the same patient or repeat testing of the initial sample. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.